Manufacturer narrative:
The hiv duo reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The calculated specificity of the assay, based on (B)(4) determinations, was 99.78%, with confidence limits of 99.53% (lower) and 99.92% (upper). False reactive results may occur as the specificity of the assay is less than 100%. The root cause of the reported false reactive results was attributed to the inherent specificity limitations of the assay. No additional confirmatory testing information was provided. The device remains in operation at the customer site."

Event description:
The initial reporter alleged six false reactive results with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module. The results were obtained from a total of (B)(4) determinations conducted between (B)(6) 2024 and (B)(6) 2024. The following false reactive results were reported: - patient 1 on (B)(6) 2024: 2.27 coi (anti-hiv 0.0102 coi, hivag 2.26 coi), with a different sample result of 2.14 coi. - patient 2 on (B)(6) 2024: 1.19 coi (anti-hiv 1.17 coi, hivag 0.175 coi), with a different sample result of 1.07 coi. - patient 3 on (B)(6) 2024: 1.30 coi (anti-hiv 0.049 coi, hivag 1.30 coi), with a different sample result of 1.14 coi. - patient 4 on (B)(6) 2024: 1.14 coi (anti-hiv 1.03 coi, hivag 0.213 coi), with a different sample result of 1.06 coi. - patient 5 on (B)(6) 2024: 2.91 coi (anti-hiv 2.90 coi, hivag 0.186 coi), with a different sample result of 2.67 coi. - patient 6 on (B)(6) 2024: 4.51 coi (anti-hiv 4.51 coi, hivag 0.156 coi), with a different sample result of 4.13 coi. No information regarding confirmatory testing was provided.